Event description:
It was reported that non-sustained lead noise episodes due to post-sensed t-wave oversensing was observed via (B)(4) transmission. The patient was asymptomatic. Programming changes were recommended; device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.